Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products:: 694765 lead implanted: (B)(6) 2004, 5076-52 lead implanted: (B)(6) 2004. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is t-wave oversensing on the right ventricular (rv) lead. Additionally, it was observed that the device has stopped all impedance measurements for the past two months. The device and rv lead remain in use. No patient complications have been reported as a result of this event.